Manufacturer narrative:
All information was investigated and the returned device analysis was unable to confirm the reported cable break, bent shaft (deformation due to compressive stress) and positioning failure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided and the results of the device analysis (unable to confirm the reported issues), a cause for the reported bent sgc shaft (deformation due to compressive stress), cable break and positioning failure cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with posterior leaflet tethering. The steerable guide catheter (sgc) was inserted; however, the shaft was observed bent, unable to be positioned. A cable break was suspected. Another sgc was used in replacement. Following, an ntw mitraclip was deployed, reducing mr to a grade of 1+. Shortly after deployment, the posterior leaflet was observed damage, causing the mr to increase back to grade 4+. The clip remained attached to both leaflets. As treatment, mitral valve surgery was performed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.